Manufacturer narrative:
The glucose reagent lot number is 79645501 and the expiration date 31-jul-2025. The calcium reagent lot number is 79079501 and the expiration date is 30-jun-2025. A field service engineer (fse) determined that there was a small hole in the vacuum tube on the rinse mechanism nozzle. He removed the section of the vacuum tube and reinstalled a new section. He completed a hardware check and verified that there were no drips coming from the nozzle. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 (calcium) and cobas integra glucose hk gen. 3 test system (glucose) results from the cobas 8000 cobas c 701 module. The samples were repeated due to the qc being out of range after the results initially were ran. Sample 1's initial gluocse result was 18mg/dl, and repeat results were 34 mg/dl and 112 mg/dl. The repeat result of 112 mg/dl was deemed to be correct. A corrected report was issued. Sample 2's initial glucose result was 32 mg/dl, and the repeat result was 159 mg/dl. Sample 3's initial calcium result was 6.8 mg/dl, and the repeat result was 8.9 mg/dl. The repeat result of 8.9 mg/dl was deemed to be correct. The results were first repeated on the same c701 due to an auto rerun due to the low results per lab policy. The 2nd rerun for sample 1 was completed on another c701.